Manufacturer narrative:
The date of the event was reported as (B)(6) 2019. The date of the implant procedure was reported as (B)(6) 2018.

Event description:
It was reported that there was a thrombus. It was reported via social media that at the patient's one year follow up exam, a transesophageal echocardiogram (tee) revealed a thrombus. The patient was put back on blood thinners. It was further reported that the patient was put on eliquis. The most recent tee imaging that was performed at an unknown date has shown that the thrombus has reduced in size.

Event description:
It was reported that there was a thrombus. It was reported via social media that at the patient's one year follow up exam, a transesophageal echocardiogram (tee) revealed a thrombus. The patient was put back on blood thinners.